Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-25032019-0000378352 submitted for adverse event which occurred on (B)(6) 2012. Mwr-25032019-0000378389 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient had a mesh removal surgery on (B)(6) 2017 due to abdominal pain and mesh dysfunction. No additional information was provided.